Event description:
In 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter had a cracked casing and segments missing after the meter had been dropped. The med affairs spec (mas) spoke with the pt one day later to obtain and verify info. Eight or seven days earlier, the pt accidentally dropped the reported meter and afterwards noted the casing was cracked and segments were missing from the characters on the display. At that time the pt was experiencing the symptoms of chaking and sweating. Following the use of the meter, the pt ate breakfast and took her normal dose of insulin. The pt had a previously scheduled appontment to see her physician that morning. At the physician's office, her blood glucose level was tested to be 43 mg/dl. The pt was treated with an unk injection to raise her blood glucose level. After the injection, her blood glucose result was 75 mg/dl. The pt stated she usually has how blood glucose levels: and rarely does her blood glucose level become elevated. The pt takes 30 units humulin n insulin in the mornings, and 45 units humulin n in the evenings. The pt also has humulin r insulin available if her blood glucose result is greater then 250 mg/dl; however she has not yet had to use this insulin. The pt also takes an unspecified oral diabetes medication once each morning. During the telephone call with the pt, the mas confirmed that on the day of the event the pt was feeling ill, and had accidentally dropped the meter while attempting to test her blood glucose level. The pt does not have a backup meter. The meter, test strips and control solution were replaced. Although the pt had dropped the reported meter, she was unable to obtain a blood glucose result while hypoglycemic. She self-treated with food, and soon afterwards she required and additional injection treatment from the physician from the physician to treat the hypoglycemia.